Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any unexpected noises heard? - none reported. Did anything unexpected happen prior to this incident? - none reported. Was the device fired after this incident in or out of the patient? - not fired. What were the indications for surgery? - acute cholecystitis. What was found? - as indicated. Does the patient have any relevant history of surgical treatments? None reported. Did somebody other than the primary surgeon fire the instrument? Not reported.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device described as not fully forming clips on the cystic artery. Another device was deployed and it also failed to form clips. There were no patient consequences. Case completed with a third device of the same product code.